Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3550-39, lot# n479152, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The manufacturer representative reported a flipped implantable neurostimulator (ins). The sutures ripped within a few weeks of implant. The caller stated that this is the first time it happened for the patient. The md was going to revise the pocket. The patient's tissue was so loose; he wanted to know if there was a solution for implanting that would allow him to secure the ins in the pocket beyond the suture loops. The ins that was for upper extremities pulled away from the tissue and the ins for lower extremities was fine. The indication for therapy was herniated disc spinal pain. The patient symptoms and outcome were not provided. Further follow up was conducted to obtain this information. If additional information becomes available, a follow up report will be sent.